Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insertion resistance was out of standard due to a missing part of the distal end cover, insertion failure due to cutting part of the forceps elevator lever, angulation of the up direction was out of standards, the gap of the up/down knob was out of standards, the screen is partially dark due to a scratch on the charged coupled device lens, the condition of the light guide bundle was not good, the charged coupled device lens was broken, the light guide lens was broken, there was a gap at the adhesive part of the bending section cover, there was a crumple at the connecting tube, the universal cord was crumpled, switch 1 was cut off, the suction connector cover unit was polluted, and there was a trace of water invasion in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
A field service engineer reported to olympus, the evis lucera elite gastrointestinal videoscope had no water flow through the secondary water passage. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material blocking the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Correction: inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was clogging the sub water supply channel, but it was not possible to identify what the foreign matter was. There have been no reports of deformation or damage to the secondary water supply channel. There were no reported deviations in reprocessing. Olympus will continue to monitor field performance for this device.